Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device stopped working after 30 seconds during testing and emitted an unusual noise. It was further determined that the upper trigger was sticking and the coupling head was worn. It was observed that the gear sleeve was damaged and an unknown liquid was found on the internal components. It was determined that the electric motor was damaged and would not rotate. It was determined that the contacts were damaged on the electronic control unit. Therefore, the reported condition was confirmed. It was determined that these issues were consistent with component wear and improper cleaning/care. The assignable root cause was determined to be due to normal use over time and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during a veterinary unspecified fracture repair surgery, it was observed that the small battery drive device would run, but then suddenly stopped. It was further reported that the device sounded a little "rough" when it run. According to the reporter, the device stopped working halfway through the procedure. It was reported that after replacing the battery device and re-attaching the casing device, the device sounded "sluggish" and then it completely stopped again. There were no delays to the surgical procedure as a spare device was available to use. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.